Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), menorrhagia ("excessive abnormal bleeding during menstruation"), pelvic adhesions ("adhesions / scarring") and cyst ("cysts"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, menorrhagia, pelvic adhesions and cyst outcome was unknown. The reporter considered cyst, menorrhagia, pelvic adhesions, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: plaintiff's physicians discussed her options for removing the device. Plaintiff has not yet decided on which option to choose. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.